Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure while in use on a patient. The customer reported there was no patient harm. As the device was out of warranty, the manufacturers product support engineer advised the customer to replace the cpu pcb board to address the reported problem. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.